Event description:
The clinician reports the implant was inserted (B)(6) 2006 in the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain,swelling and abscess. No further patient complications were reported.